Event description:
It was reported the patient received a communication error during operation. The patient wore the pod between 4 and 24 hours. No blood glucose readings were reported. The patient confirmed that the pod was filled with at least 85 u of insulin and that it double beeped after it was filled. Incident occurred while the patient was sleeping. The patient alleged that there was an occlusion and they did not receive any insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios;omnipod software app version: 2.1.0;operating system: 26.3;hardware: iphone15.3;cgm sensor type: data not available.please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.